Event description:
Procedure performed: laparoscopic roux-en-y. Event description: complaint description sent to account manager from hospital representative: one of the 12mm trocars broke during the case and could of caused potential harm to the patient. The snap on the one side of the top broke off during the case. I unfortunately don't have the original packaging of this product but all the lot numbers for this product either correlate with either the 12mm with obturator or just the 12mm sleeve. The account manager confirms that one trocar malfunctioned, but the hospital does not know which lot number belonged to the complaint device. The two trocars used in the procedure: 1519454 and 1541901. Additional information obtained from hospital representative on 16may2025: hospital contact confirms that the piece that fell off was "the clip to the white top of the trocar". The piece was retrieved and accounted for. Intervention: new trocar obtained, procedure completed. Patient status: patient is doing well, no issues.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula wing tab. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic roux-en-y, event description: complaint description sent to account manager from hospital representative: one of the 12mm trocars broke during the case and could of caused potential harm to the patient. The snap on the one side of the top broke off during the case. I unfortunately don't have the original packaging of this product but all the lot numbers for this product either correlate with either the 12mm with obturator or just the 12mm sleeve. The account manager confirms that one trocar malfunctioned, but the hospital does not know which lot number belonged to the complaint device. The two trocars used in the procedure: (B)(6) and (B)(6). Additional information obtained from hospital representative on 16may2025: hospital contact confirms that the piece that fell off was "the clip to the white top of the trocar". The piece was retrieved and accounted for. Intervention: new trocar obtained, procedure completed. Patient status: patient is doing well, no issues.